Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) male patient of unspecified origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012 it was reported that the patient's humapen memoir display had a permanent error code of f0. The humapen memoir was associated with product complaint (B)(4)/ lot 0906c02. The humapen memoir was returned on (B)(4) 2012 and was found to have missing segments in the electronic display. The patient was the user of the device. The user's training status was not provided. The duration of use was two weeks. The device was returned on (B)(4) 2012.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) male patient of unspecified origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012 it was reported that the patient's humapen memoir display had a permanent error code of f0. The humapen memoir was associated with product complaint (B)(4) / lot 0906c02. The humapen memoir was returned on (B)(6) 2012 and was found to have missing segments in the electronic display. The patient was the user of the device. The user's training status was not provided. The duration of use was two weeks. The device was returned on (B)(6) 2012. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that the humapen memoir he began using two weeks ago displayed the f0 error code. A detailed investigation of the returned device (batch 0906c02, manufactured june 2009) determined he device had 24 low battery warning errors as a result of a weak or defective battery. The investigation also found missing segments in the dose numbers and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. A house sample review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. In addition, beginning with batch 1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. Improper use and storage - there is no evidence of improper use or storage.